Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 503 mg/dl when admitted in the hospital. The customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose is 252 mg/dl. The customer also report that there was air bubble were present in the reservoir and size of air bubbles was bigger than a soda pop. The customer experienced symptoms such as pain in his chest area. The customer was treated with insulin pump and saline drip. Customer had gone down to a 55 mg/dl they ran self test and they passed. Customer report customer does not allege pump was under delivering. The customer state that auto mode feature was not active. The insulin pump will not be returned for analysis.